Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer's emergency room visit was due to high blood glucose. Customer was treated with insulin IV. Customer was wearing insulin pump at the time of emergency room visit. Customer stopped wearing insulin pump after hospitalization on (B)(6) 2016. Customer reported that drive support cap appeared normal. Troubleshooting could not be performed as customer did not have insulin pump. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.